Manufacturer narrative:
During the device evaluation, the scope connector was dismantled, and the moisture indicator had been triggered turning pink after contact with fluid/moisture. Moisture in the scope connector can cause an electrical continuity error to occur. The device evaluation also found the light guide (lg) cover lens was cracked, and adhesive around the lens was worn. The adhesive around the objective lens was also worn. The adhesive was worn at the distal end. The control body aspiration housing colored ring was worn. The suction cover had water leakage. The left/ right angle had play and the down angle was strained. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the scope communication error e315 was likely caused by fluid ingress in the scope connector. However, a definitive root cause could not be determined. The instructions for use advise: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope was not taking photos. This issue occurred during an unspecified procedure. The procedure was completed with the same set of equipment and there was no report of patient harm or injury. The device was returned for evaluation. During inspection and testing, scope communication error e315 was displayed. This medical device report (MDR) is being submitted to capture the malfunction found during the device evaluation.